Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was unable to place the drg system into MRI mode. Diagnostics reveled that the lead exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
It was reported to abbott a patient was unable to place their ipg in MRI mode due to high impedances. Surgery took place where the drg lead and ipg were replaced. Ipg was electively replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.